Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. However, after the balloon inflated multiple times, the balloon ruptured. The procedure was completed with a non-boston scientific device. There were no patient complications reported.